Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient will have revision or implant removal. Schedule to be determined. Patient was feeling stim in his ribs. Picture looked good per rep, that the lead was midline. Rep said he will advise hcp to try and move the lead first to see if patient will get coverage, otherwise, device will be explanted. Rep also inquired about why patient's implant was depleted after 20 hours. But he found out that patient had hd programming. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that there were no further concerns in regards to ins depleting in 20 hours. The cause of stimulation in ribs was not determined. No revision was performed yet. Hd frequency was going to be tried going forward. Patient's weight at the time of the event was (B)(6) pounds. No further complications were reported/anticipated.